Manufacturer narrative:
H10: the actual device was not available; however, a photograpsh was provided for evaluation. A visual inspection of the photo with the naked eye identified two (2) flexicaps which were creased and smudged only. The reported condition of ¿an actual cut on the cap packaging¿ was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a flexicap was damaged; further described as ¿an actual cut on the cap packaging¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) clinic, inc. Should additional relevant information become available, a supplemental report will be submitted.